Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional procedure of the superficial femoral artery using a 7f sheath. Reportedly, the prostyle device became stuck during removal of the device from the anatomy. The lever was returned to its original position and the foot retracted prior to removal. No resistance was noted during advancement of the prostyle device into the anatomy. Surgery was performed to remove the device. No vessel damage was noted. The foot plate was observed to be displaced from its original location within the device but it was not broken or separated. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
User facility medwatch report was received that states "perclose device got stuck in the artery during deployment. FDA safety report ID # (B)(4)".

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report number mw5110471.